Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/24762147. This report will be amended when our investigation is complete.

Event description:
It is reported that ten patients are experiencing anterior knee pain. No revisions have taken place.